Event description:
As reported by the study, 11 months after percutaneous coronary intervention protocol defined control angiography was performed and (60%) intra-stent restenosis was detected on target lesion. The hospitalization was prolonged for four days because of the tests performed to look for silent ischemia, but no revascularization was done on target lesion because there was no silent ischemia. Pci was performed on a lesion in the mid right coronary artery (rca) of 8mm in length in 2.82mm vessel diameter with moderate tortuosity of the proximal segment. The concentric lesion was further characterized with no major side branch involvement and a smooth contour. The lesion was pre-dilated with a 2.5 x 12mm balloon at 14 atmospheres (atm) before a 2.5x23mm cypher select stent was deployed at 14 atm. Post-dilatation was done with the 2.5 x 12mm balloon for unspecified reasons at 18 atm. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Baseline medications included clopidogrel, aspirin, statins, beta-blockers, sartan and diuretics. Post-procedure medications included clopidogrel for 12 months, permanent aspirin, statins, beta-blockers, diuretic, acei/sartan and oral anti-diabetic.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.